Event description:
It was reported that patient had blacked out for five minutes and was admitted to the emergency room. The pacing rate of the implantable pulse generator (ipg) was programmed too low for the needs of the patient. The ipg was reprogrammed to a higher rate and the issue was resolved. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).